Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: record for the previous pfannenstiel incision were not provided.] On (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Operation: repair of ventral incisional hernia with underlay dual mesh 19 x 15 cm. Anesthesia: general endotracheal tube anesthesia. Estimated blood loss: less than 30 cc. Fluids: 1000 cc. Drains: none. Specimen: hernia sac. Complications: none. Indications: the patient is a 45-year-old female with symptomatic enlarging ventral incisional hernia wishing repair. The risks, benefits and alternatives to the procedure were explained to the patient. All questions were answered and she wished to proceed with operative intervention. The risk of bleeding, infection, and potential injury to other organs including to the possibility of recurrence was explained to the patient. Operative technique: ¿the patient was correctly identified in the preoperative holding area. She was then taken to the operative suite where she was placed in supine position. After adequate anesthesia with general endotracheal anesthesia, the abdomen was prepped and draped in a normal sterile fashion. The previous pfannenstiel incision was anesthetized with local anesthesia. Scalpel was used to incise the skin. Sharp dissection with bovie electrocautery was made until the fascial defect was found. The hernia sac was dissected off sharply with bovie electrocautery. Mobilization of the anterior adhesions were taken down bluntly and sharply with scissors. At this point, the 19 x 15 cm dual mesh was brought into the field. It was placed in underlay position and secured with interrupted 0 prolene sutures. The primary defect was then reapproximated with running 0 prolene suture. The area was copiously irrigated with normal saline irrigation. Adequate hemostasis was obtained with bovie electrocautery. Deep layer was reapproximated with running 3-0 vicryl suture. Skin was closed with running 4-0 vicryl subcuticular stitch. Area was cleaned. Steri-strips and sterile gauze dressing were placed to the wound. The patient tolerated the procedure well and will be discharged to home.¿ on (B)(6) 2012: [facility ni]. Implant record. Company: gore. Catalog #: 1dlmc04. Description: dualmesh 15cm x 19cm. Lot #: 06667809. Exp: 2014-04-13. Site: abdomen. Wound classification: clean contaminated. The records confirm a gore® dualmesh® biomaterial (1dlmc04/06667809) was implanted during the procedure. On (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall seroma, abdominal pain. Postoperative diagnosis: abdominal wall seroma, abdominal pain, infected mesh and small bowel enterotomy. Procedure performed: exploratory laparotomy, evacuation of abdominal wall seroma and infected tissue. Removal of infected mesh. Small bowel resection with primary stapled reanastomosis. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 400 cc. Drains: foley. 10-french flat jp. Specimen: infected abdominal wall tissue. Infected mesh. Small bowel section. Complications: none. Indications for procedure: the patient is a 48-year-old female with abdominal pain, abdominal wall fluid collection and significant pain necessitating operative intervention. The risks, benefits and alternatives of the procedure were explained to the patient, all questions were answered, and she wished to proceed with operative intervention. The risks of bleeding, potential injury to the organs was explained to the patient. Operative technique: ¿the patient was correctly identified in the preoperative holding area. She was then taken to the operative suite where she was placed in the supine position. After adequate anesthesia with general endotracheal anesthesia, the abdomen was prepped and draped in a normal sterile fashion. The previous pfannenstiel incision was anesthetized with local anesthesia. A scalpel was used to excise an ellipse of skin. Bovie electrocautery dissection down to the healthy tissue, down to the fascial layer where the mesh was found. Upon removal of the mesh, it was found that the patient had a connection of small bowel to the mesh, which created an enterotomy. At this point it was necessary to make a midline laparotomy incision and bovie electrocautery was taken down into the abdomen. At this point I ran the entire small bowel and colon and found only this one area of small bowel was involved. The small area was transected with a gia stapler and reanastomosed with a gia stapler. The end was closed with running 2-0 vicryl suture and imbricated with interrupted 3-0 silk sutures. The mesenteric defect was reapproximated with 3-0 silk sutures. Once again I ran the rest of the intestine with no signs of lesion or injuries. The abdomen was copiously irrigated with normal saline irrigation and suctioned until clear. The fascia was closed with running #1 prolene suture with above and below tie in the middle. The skin was once again debrided of any necrotic tissue. The incision was closed with staples and a 10-french flat jp drain was placed through the pfannenstiel portion of the incision and secured with interrupted 3-0 nylon sutures. I also used sutures in order to reinforce her incision. The abdomen was cleaned and a sterile gauze dressing was placed to the wound. The patient tolerated the procedure well and will be returned to the floor.¿ on (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] Records span (B)(6) 2012 to (B)(6) 2014. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to bowel causing bowel resection and necessitating removal & resection; seroma, infection, removal of infected mesh. Additional event specific information was not provided.